Event description:
It was reported that the customer's insulin pump was prompting the customer to reset the time and date and to rewind, following each battery change. Customer had received multiple alarms, including unexpected restart alarms. This would occur shortly after inserting a new battery, but the insulin pump had not been stored or not in use for an extended period of time. Customer's blood glucose was not known. Customer was advised on how to clean battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.